Event description:
It was reported that during the procedure, it was noticed that the implant did not fit as expected. The surgery was not completed successfully and a new implant is to be designed and a second surgery to be performed.

Manufacturer narrative:
The reported event could be confirmed as a post-op CT scan was provided, where the left side peek implant under complaint was not implanted. Upon evaluation of the post-op CT scan, which was provided for the follow-up peek implant design, it could be seen that the patient¿s right-side implant was implanted (ID 2211171024), which caused increased swelling on patient¿s left side. Thus, the left side implant under complaint could not fit anymore. Updated: h4, h6 h3 other text : device is not available.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that during the procedure, it was noticed that the implant did not fit as expected. The surgery was not completed successfully and a new implant is to be designed and a second surgery to be performed.